Event description:
It was reported that the gas cylinder of the endoflator had to be replaced during the procedure and the device did not build up any pressure after the replacement. Restarting the endoflator or reconnecting the gas cylinder did not solve the issue. The procedure was successfully completed with a replacement device. No negative impact in state of health reported.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the gas cylinder of the endoflator had to be replaced during the procedure and the device did not build up any pressure after the replacement. Restarting the endoflator or reconnecting the gas cylinder did not solve the issue. The procedure was successfully.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "ui500 no more pressure" could not be confirmed by inspecting the device and reviewing the log files. Therefore, no root cause can be determined during the investigation. However, independent from the reported issue, various contaminants were detected in the gas system, which is why some components should be replaced as a precautionary measure. According to the IFU functionality should always be checked before and after every use to avoid injuries and damages to the product. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).